Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a problem. The medication was not reacting right and she was getting ¿all weird¿. When the patient gave herself a bolus the pain would stop for ½ hour then for the next 2 hours the patient would feel weird, ¿like she was drunk¿. The patient was seen by the doctor on (B)(6) 2013 and he turned the pump down and told her that she would have withdrawals for a day to a week. The patient was unable to sleep and had pretty much been in bed for the last 5 days. The patient was instructed to take a ¿narco¿ which she did and was then able to sleep. On (B)(6) 2013 the patient was again unable to fall asleep until 4am. Two x-rays had been taken of the catheter since implant. Once shortly after implant to confirm that the catheter was in the right spot. The other time was when the patient was having 'bad side effects' and per the reporter, everything looked fine. It was also reported that an hour before the patient¿s appointment with the doctor she took a bolus so she could walk. When the patient was at the appointment the doctor gave her another bolus and she got really sick. The device system was used to deliver fentanyl. It was later reported that the patient was not feeling well. The pump was filled with saline on (B)(6) 2013 at minimum rate. It was not believed that the medications were causing the patient to feel sleepy and ill. It was noted that the patient had many underlying health issues, including chronic obstructive pulmonary disease (diagnosed pre-pump placement), that could have been causing the patient¿s symptoms. At the time of the report, they were going forward with placing saline in the pump. There were no plans to explant the pump. In (B)(6), the device system was used to deliver fentanyl at minimum rate. At the time of the report, the patient was not receiving drug therapy. It was later reported that the pump was ¿not running right¿. The patient had a bolus before getting to the healthcare provider¿s (hcp) office, and the hcp gave the patient a bolus 45 minutes later. The patient was incoherent after that bolus and was unable to drive home. The medication was ¿making her feel crazy¿ and the patient took ¿narco¿ to settle down. The patient¿s relationship with this hcp ended. It was also reported that the patient was ¿on a drip¿ and the medication was changed from fentanyl to morphine. The patient had ¿a hell of a time getting off fentanyl¿; the patient experience withdrawal. It was noted that the patient had a lidocaine block in her back that lasted 8 months to 2 years. That patient was on the lidocaine block for 2 weeks to ¿see how it will work¿. It helped with pain and she was able to use less pump medication. The patient had a medication that ¿burns the spinal cord¿. The patient was to see the hcp on friday and the hcp was supposed to put a small amount in the pump. It was thought that the hcp did this already, however the following tuesday, the patient was falling, was incoherent, and had bruises ¿all over¿. The patient was directed to the emergency room by her hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient was in the hospital; the reason for being at hospital was not related to the pump. The patient reported that a few weeks ago she fell through a glass coffee table and onto the pump and was hoping to have tests done to make sure pump was okay. The patient also had bad reactions to medications in the pump, specifically fentanyl and morphine. The patient started out with fentanyl in the pump, was doing good, then the healthcare provider (hcp) decided to put another bolus of medication and the patient had an adverse reaction and it stopped working. She would get a bolus of medication and then 20 minutes later would go to sleep and get depressed. The patient believed that the clinician programmer worked against the pump. The hcp then took the patient off fentanyl and put her on saline. The patient went through withdrawals. In the first part of (B)(6), it was decided to put morphine in the pump. The patient reported that the morphine made it so she can't stand up. After her fall a few weeks ago her son took her to the hcp and they took her off morphine and was now on saline.